Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had some issues with bent cannulas from their infusion sets. They would not know the cannulas are bent for a few hours causing them to have high blood glucose. Sometimes their site is sore and when they remove the infusion set the cannula would be bent. The customer¿s blood glucose during the incident was 400 mg/dl. They did not mention any form of treatment for the high blood glucose. Troubleshooting was performed for the bent cannulas. The insulin pump will not be returned for analysis.